Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise on the presenting electrogram (egm) and in previous episodes which were oversensed. The physician is continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).